Event description:
Information was received from a patient regarding an external device. The reason for the call was patient reported that they had a broken connector pin on their desktop charger cord. Patient stated that both pieces were out of the recharger, and they noticed this yesterday. Agent sent a request to repair to replace the dtc. Patient mentioned that they had a neck fusion, and they noticed that it would be really hard to use the wireless recharger because they think it detects the metal in their neck and it causes them to charge the ins really slow and patient also mentioned they could only get the ins to charge to 50% using the wireless recharger. Patient also mentioned having an appointment with their hcp on monday.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of 37761 (c0601068) recharger found a cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.